Event description:
During routine testing of the device at the service center, the service tech reported that the hematocrit saturation probe was not recognized on the initial boot up diagnostics. Since the event occurred during routine testing, there was no pt the during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.